Event description:
It was reported that a user of the ilet experienced hyperglycemia with fingerstick readings above 300 mg/dl for approximately 90 minutes, without recent meals, alerts, or evident supply issues; insulin delivery was resumed after replacement of disposable components and the user reportedly wears a cgm device. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included the need for troubleshooting and education, and the case was assigned for additional training. Investigation included review of reported glucose trends and guided replacement of infusion and related supplies. Investigation of this case revealed no identifiable device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was user-experienced hyperglycemia with cause unclear and no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.